Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon burst at 6 atmospheres upon first inflation. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon longitudinal tear was identified beginning at the distal markerband and extending approximately 9mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon burst at 6 atmospheres upon first inflation. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient is stable.